Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture" and "exchange of textured devices due to patient's concern with product". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d6b, h6.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b5, b6, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, one opening assessed as surgical damage. ¿ anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported left side "rupture" and "exchange of textured devices due to patient's concern with product". The device has been explanted and replaced.